Manufacturer narrative:
(B)(4). Batch # r9275a. Investigation summary the device was returned with no apparent damage. The device was connected to a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The instrument was then disassembled to inspect the internal components and no evidence was found that could have caused the reported activation issues. However, what was found at this same disassembly and inspection of the device was that there was a cracked internal component; the y-link. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported by the customer that during a total laparoscopic hysterectomy, the doctor closed the jaws of the device on tissue and the device wouldn't activate, no error codes. A like device from a different lot number was used to complete the procedure. There were no patient consequences reported.